Event description:
It was reported the analyzer cable was damaged. The cable is being returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Piece of cable insulation is missing approximately 55 inches from the alligator clips; can see over an inch of inner shielding. No anomalies found on the alligator clip connections and analyzer plug.